Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous, heavily calcified, 90% stenosed posterior lateral artery. Difficulty was experienced crossing the lesion with a non-abbott balloon catheter; however, predilatation was able to be performed. Difficulty was then experienced crossing with the 2.5x23 mm promus stent delivery system (sds); however, it was able to cross. The sds balloon could only be expanded to 2 atmospheres as the balloon appeared to rupture. The stent was not deployed and the sds was removed from the patient without issue. There was no resistance felt during retraction of the device from the patient. A new 2.5x23 mm promus stent was implanted successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.